Event description:
It was reported that a difficult deflation was encountered following the second inflation during a left popliteal angioplasty procedure via a contralateral approach. A guidewire was inserted through the balloon which resulted in balloon deflation. The procedure was successfully completed with this balloon and the patient's condition is good. This device was received, evaluated and retained by this manufacturer. The engineering evaluation indicated the balloon could not be inflated. The catheter shaft was dissected and contrast like foreign matter was dried in the lumen. User technique and/or patient anatomy may have contributed to this event. The co's directions for use state: "when dilatation has been completed, deflate the balloon by applying suction to the balloon lumen...the larger the syringe diameter, the greater the suction that is applied. For maximum deflation a 20cc syringe is recommended."